Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature alarm issue was verified; however the battery issue could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be intermittently fluctuating when the pump was plugged in to charge, which led to a pump shutdown on 5/26/2018. Additionally, the pump declared intermittent temperature alarms when the pump was plugged in to charge in a room temperature environment. The customer's blood glucose (bg) level ranged from the 100 mg/dl range to 280 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.